Event description:
The defibrillator was charged to 360 joules, but reportedly would not deliver selected energy to the pt through standard paddles. The observation or observations upon which this allegation was based was not reported. Pt outcome was not reported, but the attending physician stated the reported discrepancy did not affect pt outcome, based upon a lack of pt viability.